Manufacturer narrative:
Additional information: implanted on an unknown date in 2003. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions ... It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 2003. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain and elevated metal ion levels. It was further reported that osteolysis of the proximal femur and superior acetabulum were allegedly noted during the revision procedure. Both of these sites were allegedly grafted and the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Updated the event description - initial date of surgery is (B)(6) 2003 as per initial invoice. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain and elevated metal ion levels. It was further reported that osteolysis of the proximal femur and superior acetabulum were allegedly noted during the revision procedure. Both of these sites were allegedly grafted and the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.